Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 224 mg/dl, 280 mg/dl, 300 mg/dl, 400 mg/dl, 197 mg/dl, 187 mg/dl, 185 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery and cosmetic damage. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed prime/a33 test and excessive no delivery test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump received with cracked case near display window corners noted.